Event description:
It was reported that put nail down over guide wire, went to pull wire out through the nail. Guide got stuck in the nail and had to pull the nail back out with the guide wire. Had to use new gauge guide wire and nail.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. An investigation of the guide wire was not possible because it was not returned for investigation. Furthermore no detailed information like x-rays, surgery reports, etc. Was provided. Therefore the root cause could not be determined. A more precise evaluation was not possible due to missing product and missing information. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that put nail down over guide wire, went to pull wire out through the nail. Guide got stuck in the nail and had to pull the nail back out with the guide wire. Had to use new gauge guide wire and nail.